Event description:
It was reported that the patient's device had been turning off on its own for about 1.5 months. There was no known event. Additional information received two weeks later indicated that the cause of the event was unknown and it was unknown if there were any abnormal impedance measurements. A message had been left on (B)(6) 2012 for the patient's healthcare provider (hcp) about the patient having difficulty with his implantable neurostimulator (ins). 'Multiple attempts' had been made to contact the patient with no success. It was noted that the patient had been 'lost to follow-up' since 2009. If additional information is received, a follow up report will be sent. Refer to regulatory report # 3004209178-2013-00041 for additional patient and device information.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 215040001, implanted: (B)(6) 2009, product type accessory. (B)(4).

Event description:
Follow up information received reported that the patient's implantable neurostimulator (ins) was working properly and that they had good therapy. There were no issues with the device turning off. The patient planned to follow up with their physician as needed. It was noted that the patient did not see their physician for the event since it seemed to resolve on its own. If additional information is received, a follow up report will be sent.